Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during implantation, the ventricular lead exhibited high thresholds. It was reported that the patient experienced pain during the attempt to remove the lead. The lead could not be removed and was 'placed in body and fixed'. The lead was replaced. No further patient complications have been reported as a result of this event.